Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male patient underwent a coronary catheterization procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unk). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f was used for closure. It was reported that the balloon ruptured. The device was removed and a second mynxgrip vascular closure device 5f was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was torn. Examination showed a radial tear on the balloon, approximately 3 mm from the balloon proximal tip. The distal tip of the balloon was inverted. A review of the lhr was not possible as the lot number was note provided. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.